Event description:
Complainant has had severe reactions to her dentures. The complainant sites that she has had 3 dentures made by the same dental lab and she believes that the dental lab is causing her to become ill because of their misuse of methyl methacrylate, a sealer used in the preparation of the dentures.